Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The fuses and capacitor was replaced but not returned for investigation. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The exact root cause has not been determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).